Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the reservoir comes out and does not lock in place. Blood glucose value was 135 mg/dl at the time of the incident. No troubleshooting was performed. The device will be replaced and returned.

Manufacturer narrative:
Pump passed the displacement test. Pump received with complete broken reservoir tube lip and missing reservoir tube o-ring noted. The p-cap not locks into the reservoir compartment properly due to completely broken reservoir tube lip noted.